Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, broken device assessed, as fold flaw opening. And missing shell assessed, as inconclusive. Additional observations: stress marks are observed, assessed as non-penetrating nick. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, left side "rupture". Device has been explanted.